Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics were dispatched on (B)(6) 2017 due to a low blood glucose level. Customer's blood glucose level was 60 mg/dl. The customer refused to be treated and refused transportation. The customer had 5 glucose tablets. The customer was wearing the insulin pump at the time of hospitalization. The time on the insulin pump was off by 6 minutes. The reservoir was showing more insulin than what is show on the status screen. The customer believed the insulin pump was over delivering. The reservoir compartment was cracked on both sides and the black o-ring was missing. The customer also experienced a high blood glucose level of 289 mg/dl and treated with the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.